Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed a test during pre-use check. Our field service engineer investigated the ventilator on site and found that the nozzle units for the air gas module and the o2 gas module were defective. The nozzle units were replaced. The ventilator passed all tests performed and was cleared for use after the replacement. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzles were not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).